Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure the device was fired and the specimen was lifted from the patient. The device worked as anticipated and the specimen showed perfectly formed staples. In anticipation of using the circular device for end-end anastomosis the surgeon used a sizer and at this point it was noted that the distal staples had not formed. The surgeons attempted to transect lower but due to the radiotherapy the patient had received pre op, meaning the tissue was so friable which caused a lot of bleeding and how low the transection was meant this was impossible. The patient therefore had a hartmans (stoma) the patient will be x rayed today to understand whether there are staples on the distal side of the transaction.

Event description:
The staple line was very low and almost at pelvic floor so visibility was not good. The transection was completed in a single firing. No issues with closing or firing the device. It fired as normal. It is unknown if the staple line did not hold due to the friable tissue. The stump was closed by hand suturing. At this time it is unknown if the stoma will be temporary or permanent.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.